Event description:
Had a second rfa(radiofrequency ablation) procedure after several spinal injections that didn't help at all. Since the 9/3 radio frequency ablation, my pain has increased significantly and new pain has developed in my legs.